Event description:
Ous MDR - it was reported that unexpected battery depletion was noted after about 14 months of implantation. No adverse patient side effects were reported. This device remains implanted.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol2. A number of 6¿charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and confirmed an elevated current consumption. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption and thereby the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable. All therapy functions of the device were available while implanted and in service.